Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had an audible leakage detected by the fan. The pneumatic balloon was inflated with a gauge and introduced a 2cm tube but the leakage was still audible. The balloon was found not inflating or deflating. A replacement of a tube has been done to the patient.